Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 42.8 mm diameter fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the length of non-aneurysm aortic neck was 19 mm, proximal diameter of non-aneurysm aortic neck was 21.4 mm, distal diameter of non-aneurysmal aortic neck was 20.5 mm, diameter of right iliac artery was 12.3 mm, diameter of left iliac artery was 12 mm, diameter of right femoral artery was 8.6 mm, and diameter of left femoral artery was 8.4 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that approximately six months from the index procedure an ultrasound showed a type iia endoleak. There were no actions taken and the patient will remain under clinic observation. The event was unresolved. The investigator assessment stated that the event was not related to the device or procedure. During the two year follow up, a CT with contrast showed a type iib endoleak (single patent collateral vessel). There was blood flowing from lumbar artery and iliac artery to aneurysm sac. The patient was without any symptom. The patient decided not to be hospitalized in order to resolve the endoleak. There was no reported intervention or action taken. The event is unresolved. The investigator assessment states that the event is related to both the device and the procedure. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (type ii endoleak). Conclusion: inherent risk of a procedure (endoleak), device failure/lack of effectiveness related to patient condition (type ii endoleak).